Event description:
The customer reported that the system intermittently displayed an x-ray disabled error that required a reboot to clear. This error will prevent the system from performing fluoroscopy. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge rep performed an on site investigation. The general purpose operating system was replaced and the system software was reloaded. The system was then found to be operating as intended.